Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator had a blank screen when powered on. The ventilator was not in use on a patient at the time of the event. The customer reported to have replaced the graphical user interface (gui) printed circuit board ( pcb). The ventilator assed all the required testing.